Event description:
The subject device was used for a laparoscopic procedure of rectum. The ptfe pad of the device was partially separated. The procedure was completed with another thunderbeat device. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled. The mfg record was reviewed with no irregularities. As a result of the investigation, omsc concluded that the ptfe pad was peeled since the user continued to activate seal and cut mode without contacting tissue (including the case that the user kept activating after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may resulting various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.